Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified amount of time after the implant of this transcatheter bioprosthetic valve, aortic stenosis was noted. Approximately 2 years and 5 months after the procedure, a myocardial infarction was noted and a stent was placed. Approximately 2 weeks later, the patient was hospitalized due to an acute systolic heart failure exacerbation. Subsequently, a temporary heart pump was placed. A right heart catheterization was performed which revealed reduced cardiac output. During the hospitalization, the patient entered cardiogenic shock. The patient was admitted to the cardiovascular intensive care unit and started on vasopressor medication. Per the physician, the patient required at least three different vasopressors for a prolonged duration. The heart pump and vasopressor therapy was continued for several days with no significant improvement. As a result, the patient's family decided to pursue palliative care followed by comfort cares. Approximately 19 days after placement of the heart pump, the patient passed away.

Manufacturer narrative:
Updated data: b5. Corrected data: b3. D6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that corrected previously reported information indicating that the aortic stenosis and myocardial infarction first occurred approximately 2 years and 7 months following the implant of the valve when the patient was initially admitted into the hospital. Per the physician, the cause of death was likely due to the myocardial infarction, and the valve could not be ruled out as a contributing factor to the death.